Event description:
The device was implanted on 7/6/93. The device was explanted on 3/16/94. Loosening of some of the screws was noted in operative report. Pseudoarthrosis was found and repaired at l1-l2.